Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the graphic user interface (gui) on an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The service engineer (se) replaced the breath delivery unit (bdu) printed circuit board (pcb). During testing vent air flow sensor failed. Could not continue calibrations or testing. Customer will replace air flow sensor and perform calibrations and all required testing including full performance verifications test prior to patient use. Customer reported to have replaced the air flow sensor and the unit passed all testing and operates within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation summary: the breath delivery (bd) printed circuit board (pcb) was returned for failure investigation a visual inspection of the returned pcb was conducted. It was found that the serial number label on the pcb had been removed. No further anomalies were found. The pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed to power up correctly, failing post and generating a gui inoperative condition. The ventilator generated a communications alert initial loss of bd communication was generated in the diagnostic logs. There was a loss of communication between the bd pcb and the graphical user interface (gui) pcb. The fault was isolated to u6, a coaxial transceiver interface device. U6 is a significant component in the ethernet communications circuitry linking the bd and gui cpu boards. If information is provided in the future, a supplemental report will be issued.